Event description:
It was reported that the procedure was to treat a lesion located in the moderately calcified proximal right coronary artery. The voyager nc dilatation balloon ruptured on the first inflation at 16 atmospheres. There was no resistance felt during advancement of the balloon catheter to the lesion. No additional pre-dilatation was required. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): incorrect prep (balloon not submerged in saline prior to use). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Because it was reported that the balloon was not submerged prior to use, it should be noted that the instruction for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. In this case, the preparation of the device in the anatomy does not appear to have contributed to the balloon rupture. Based on the information reviewed, there is no indication of a product deficiency.